Event description:
It was reported that a remote monitoring alert was received for the single chamber implantable cardioverter defibrillator (ICD) device due to a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead. The patient was noted to also have another manufacturers device implanted in the heart which outputs pulses to the heart. This other device was indicated to have been implanted approximately three months before the high out of range shock impedance alert. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) the possibility of pulses from the other implanted device affecting the shock impedance measurement, especially since the measurement was greater than 200 ohms and the rv lead has been in service for only approximately one year. Ts suggested to the hcp that they have the patient perform a patient-initiated interrogation of the ICD device as there will be additional device data to review since the alert occurred twelve days ago. The hcp also reviewed an x-ray and indicated the leads appear to be close to each other. The hcp indicated they will review the situation with the physician. The products remain in-service. No patient symptoms or adverse patient effects were reported.